Event description:
It was reported that the patient underwent revision surgery on the left knee approximately eleven years post implantation due to fracture of the polyethylene inlay. Intraoperatively, the inlay was found to be fractured into two separate pieces. Both fragments were removed, and a new inlay was implanted. The revision was completed without complications. The patient did not suffer from any trauma. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: 166942, oxford uni twin-peg femoral md, lot 3433526. 154722, oxford uni tib tray sz c lm PMA, lot 3376967. G2: foreign - event occurred in germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.